Manufacturer narrative:
Approximate age of device ¿ 1 year and 8 months. The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a previously unreported driveline infection and was admitted to the hospital on (B)(6) 2018 due to a worsening of the patient¿s general condition. A positron emission tomography CT scan showed that the infection was limited to the distal driveline. On (B)(6) 2018, a surgical revision of the driveline exit site was performed. While the patient was in the operating room (or), low flow alarms occurred. An intraoperative transesophageal echocardiogram showed lack of unloading of the left ventricle. CT angiography showed an obstruction of the outflow graft around the distal end of the bend relief. On (B)(6) 2018, the patient was returned to the or for a pump exchange. During the operation, the surgeon found an aneurysma spurium at the outflow graft directly after the bend relief. After the surgeon removed the aneurysm, the pump flow increased to normal levels for the patient. However, the pump was exchanged due to the infection of the driveline exit site. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned pump did not reveal any device-related issues and a specific cause for the patient¿s infection could not conclusively be determined. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended. Infection and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: the patient had low grade aortic valve insufficiency before lvad implantation which increased over time and reconstruction surgery (park switch) during pump exchange on (B)(6) 2018. The patient was stable afterwards.

Event description:
It was reported that the type of bacterial organism was (B)(6). No further information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d5 and g3: correction . Updated manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device-related issues and a specific cause for the patient¿s infection and aortic insufficiency could not conclusively be determined. Additionally, the reported outflow graft aneurysm could not be confirmed through the evaluation of the returned pump. (B)(6) was returned assembled with the pump cable severed 10¿ and 11.5¿ from the pump housing. The remaining portions of the pump cable were returned, but the modular cable was not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29sep2017. The heartmate 3 left ventricular assist system instructions for use lists bleeding and infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. The surgical procedures section warns that moderate to severe aortic insufficiency must be corrected at the time to device implant. If not addressed, the left ventricular assist device will not be able to provide the intended flow. The patient care and management section contains information regarding the recommended anticoagulation therapy and international normalized ratio range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was some bleeding in the area of the aneurysm, which caused the compression of the outflow graft. No additional information was provided.